Manufacturer narrative:
Continuation of concomitant products: 5076-58 lead implanted: (B)(6) 2016. Evaluation summary: the full lead was returned and analyzed.the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was upgraded, with the physician electing to also replace the atrial lead. The right vent ricular (rv) and atrial leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.